Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned. Visual and functional inspections were performed on the device. The reported difficulty was confirmed. Additionally, the balloon was noted to be ruptured. It may be possible that the balloon folds and profile dimensions became compromised after the first inflation and removal. The rupture likely occurred due to the outer surface of the balloon becoming damaged during the attempt to reinsert. Based on the information reviewed and analysis of the returned device, a conclusive cause for the reported difficulty could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported the procedure was to treat a lesion in the heavily calcified, heavily tortuous left superficial femoral artery. The 7.0mm x 100mm x135 cm armada 35 balloon dilatation catheter (bdc) was successfully used for pre-dilatation; however, the bdc was not able to re-advance through the non-abbott 5x6fr introducer sheath for post dilatation of an unspecified stent. The armada bdc was removed from the sheath without issue. A 6.0mm x 80mm armada 18 bdc was successfully used for post dilatation. It was noted that a larger balloon was needed and a 6.0mm x 100mm x150 cm armada 18 bdc was successfully used for pre-dilatation, however the bdc was not able to re-advance through the non-abbott introducer sheath; the bdc was removed from the sheath without issue. A 6.0mm x 80mm armada 18 bdc was used without issue to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis revealed the balloon was ruptured. No additional information was provided.